Event description:
It was reported that pump experienced repeated malfunction alarms without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset steps, and successfully cleared malfunction, after which malfunction did not recur and customer was advised to continue using pump and to call back if any future malfunction alarms appeared, with customer confirming understanding of instructions.